Event description:
A complaint was received regarding the error message, 'scan again in 10 minutes" for 2 hours or more. While wearing the adc device. As a result, the customer experienced shaking, sweating, not being able to think properly, and had a loss of consciousness, however, was then able to self-treat with juice protein. Hcp contact was made and an unspecified blood glucose test was performed on the hcp meter, and the provided glucose gel (15 grams) by the hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.